Event description:
The bronchovideoscope was returned to the service center with a report of abnormal image. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a noisy image appeared was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged scope connector. This event may have occurred by rubbing or other physical stress applied to the scope connector during handling of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.